Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient was admitted to hospital for phrenic nerve stimulation. High pacing threshold was observed. Lead dislodgement was suspected. The lead was repositioned successfully.